Event description:
The company was informed that the pt is experiencing a decrease in performance. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Advanced bionics is in the process of gathering more info. A supplemental report will be submitted once more info is received.